Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the angle attachment device, it was determined that the device had heat. It was noted that the device was overheating. It was further determined that the device failed pretest for temperature assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.